Event description:
It was reported that the patient hadn't checked her settings in awhile and thought the patient programmer was dead. Patient services asked if the patient had changed the aaa batteries in the back and the patient stated she didn't know what size batteries it took. Patient services reviewed aaa batteries for the patient programmer and inquired if the patient had any in the house, so she could change her batteries and see the status of her implantable neurostimulator (ins). The patient stated, no she doesn't. It was noted that the patient just had knee surgery ((B)(6) 2015) and wanted to know if there was anything in physical therapy that might be restricted. The patient inquired about longevity of the ins. Patient services asked if the patient's knee surgery was for a reason prior to getting implanted and the patient stated it was for osteoarthritis and prior to the implant. Patient services asked if the therapy was still working for the patient? The patient stated she doesn't know because she was also in ICU with a catheter for 3-5 days. The patient's whole bladder situation changed since the knee replacement surgery on (B)(6) 2015. The bladder situation change was worse. Patient services asked if the patient's stimulation was on. The patient didn't know because she hadn¿t checked her stimulation yet and didn't have aaa batteries to change out yet. The patient stated maybe someone can pick some up for her today. It was later reported on (B)(6) 2015 that the patient programmer issue from the initial call had been that patient programmer was out of batteries. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 889-28, lot# va00u3p, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
There is no clear association between the patient ICU admission and the implanted stimulation device. There is inadequate information to suggest or support a new hazardous situation or existence of a previously unknown failure mode. (B)(4).